Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient had been auto discharged. A technical support specialist (tss) dialed into the server and checked the patient details. The patient showed as admitted, not discharged. The tss emailed the customer regarding the case, and the customer later confirmed that the issue had been resolved. The case was approved for closure. The system functioned after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, one patient was discharged in the system even though the patient was still admitted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.